Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2528903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6/7f mynxgrip vascular closure device (vcd) was "retired" it took out the plug and the plug did not stay inside. There was no reported patient injury. The device is not being returned for evaluation.